Event description:
Hospital nursing reported upon entering the patient room, it was observed that the ventilator had switched to backup battery power was displaying a message on the ventilator monitor indicating that the backup battery was depleted, and that the ventilator was not operating. The customer reported the ventilator was in use on a patient, there was no patient harm, and the device had been alarming to indicate battery use prior to shutting down. The respironics service technician confirmed that the ventilator's backup battery and alarm functioned to specification. Review of the ventilator diagnostic log confirmed the device had been running on backup battery power which depleted upon extended use. The reason for the ac power loss is unknown, and the customer would not permit testing of the ac power outlet in the patient room. The service technician replaced the backup battery at the customer's request. The service technician completed performance verification testing and all tests passed to operating specifications. There was no malfunction of the device or backup battery. This event is being reported as a user error.